Manufacturer narrative:
The returned device was evaluated. Inspection found worn out and deformed cylinder causing cylinder valve sticks when pressed (valve functions were affected). The forceps cover glue was observed to be peeling and probe unit was found loose. The bending section ¿a-rubber¿ glue was observed chipped and four (4) broken elements were noted on the ultrasound image (um) unit. Based on evaluation findings the reported issue was identified to be due to worn out, deformed cylinder attributed to component failure. Other failure found could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Device red button stays depressed when pushed in was reported. The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon may have been attributed to aging deterioration considering the date of manufacture of the device or to external force applied, e.g. Rubbed excessively, during the daily use including reprocess. Feedback to user stop using the device when any abnormalities are found at inspection before use. As stated on the IFU (instruction for use) the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.